Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's blood culture was positive for candida auris on 12jul2024. The patient was colonized so the source of candida auris sepsis was unknown. The patient was brought to the emergency department after the patient's spouse noted their increased weakness and difficulty ambulating. A head computed tomography (CT) was performed upon arrival and demonstrated a right frontal intraparenchymal hemorrhage (iph) with a small subarachnoid hemorrhage and no midline shift. The patient was treated with amphotericin and micafungin. The patient passed away due to intraparenchymal hemorrhage (iph). The iph was thought to be related to patient's candida auris sepsis. There were no changes to patient condition or anticoagulation status contributed to the event. The patient was given kcentra (prothrombin complex concentrate) and vitamin k for the cta. The outcome was not device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and a direct correlation between the reported events and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. The outcome was not device-related as it was reportedly operating as expected. It was reported that heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1, "introduction," lists infection, stroke, bleeding, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.